Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) yesterday was 417mg/dl with ketones and today it was 300mg/dl without ketones today. The patient was treated with bolus from the pump and extra fluids. The reporter stated that they would like to troubleshoot the pump. The pump was reviewed and all settings were correct. The reporter stated that they just opened a new vial of insulin on (B)(6) 2013. The reporter stated that they will change out insulin and infusion set again and return vial to pharmacy if needed. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.